Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that during suctioning, an endotracheal tube was kinked/crushed at the number 18 on the tube. The patient had been laying on his side for suctioning. The situation caused an elevation of the patient's carbon dioxide (co2) and a decrease of his oxygen (o2). The patient had to be reintubated with another endotracheal tube. No further adverse health outcomes were reported.

Manufacturer narrative:
One used sacett¿ suction above cuff endotracheal tube was returned for investigation. The device was received inside a plastic bag and without its original packaging. Visual inspection of the returned device was conducted at a distance of 12" to 24" and under normal conditions of illumination. No visual discrepancies were detected during inspection. The device radius and tolerance was then tested; the device was found to be within specification. Investigation was unable to confirm the reported issue and found that the device was within specification.